Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. The customer acknowledged and understood the instructions to call back if the issue reappeared.